Event description:
It was reported that t wave oversensing was observed on the ventricular lead via the remote data transmission. The lead sensitivity was reprogrammed and remains in use. The patient is enrolled in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead 2010-(B)(6). (B)(4).